Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential noise on the subcutaneous electrocardiogram (secg). The s-ICD appropriately labeled the myopotential signals as noise on the secg. Technical services (ts) was contacted, and ts discussed how to re-enable smart pass. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to myopotential oversensing. Ts discussed programming options. X-ray imaging was performed, and multiple different vectors were considered, but none were suitable. Additional information was received indicating the s-ICD exhibited noise and oversensing, resulting in inappropriate shocks in multiple different sensing vectors. Subsequently, the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential noise on the subcutaneous electrocardiogram (secg). The s-ICD appropriately labeled the myopotential signals as noise on the secg. Technical services (ts) was contacted, and ts discussed how to re-enable smart pass. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to myopotential oversensing. Ts discussed programming options. X-ray imaging was performed, and multiple different vectors were considered, but none were suitable.